Manufacturer narrative:
(B)(4). Alleged failure: debris of tape at the probes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be incorrect or inadequate packaging, severe shipping conditions, improper cleaning. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that debris of tape was found inside the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that debris of tape was found inside the packaging.